Event description:
It was reported by customer that one of the accucath ivs defective straight out of the package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause is unknown. One photograph of an accucath was returned for evaluation. An initial visual observation of the photograph showed the needle of the accucath was bent. The guidewire slider was observed to be positioned near the proximal end of the device. No obvious evidence of use was observed on the sample in the returned photograph. The safety mechanism was observed to not be activated. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that one of the accucath ivs defective straight out of the package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.